Manufacturer narrative:
A visual,dimensional and functional investigation of the product involved in the complaint could not be conducted since the product involved in the complaint was not returned at the time of this report. A device history record (DHR) review was conducted on the reported lot number. The DHR review did not show issues or discrepancies which could potentially relate to this complaint. No non conformance reports were originated for the lot number in question that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: the customer alleges that the water vapor which comes out of the nebulizer was too small, and the patient complained that they could not breathe the vapor. No report of patient injury.